Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the patient experiences premature atrial contractions (pac) that caused false episodes being recorded. It was noted that the insertable cardiac monitor (icm) recorded false pause episode due to undersensing. The programming changes were made. No patient consequences were reported.